Event description:
Customer reported that the insulin pump was cracked near the battery compartment and around the display window. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 lcd keypad connector. The insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. There was no crack on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.